Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone that the insulin pump had power loss alarm. Customer¿s blood glucose was unknown at the time of incident. Customer was able to successfully clear the alarm. Customer stated that the battery was not out longer than 10 minutes. Customer stated that the insulin pump had pump error alarm. The insulin pump will not be returned for analysis.